Manufacturer narrative:
There was no flow restriction/reduction as a result. There was no serious injury noted during additional intervention of jailing technique. It is unknown if the coil entanglement with previously deployed coils may have caused this issue or not, but as per the contact person from the affiliate it may have or not and it cannot be confirmed. There were no other damages than above noted to the coil delivery system after removal. Please note that the physician had to plan for jailing technique with assistance of the stent due to stretching noted during the adjustment at the target site followed by the protrusion into parent vessel and withdrawal difficulty. Complaint conclusion: during treatment of a 9.8mm intracranial aneurysm in an unspecified vessel there was stretching, protrusion of the trufill dcs orbit rdfl complex fill coil into parent vessel, and withdrawal difficulty following coil placement which required assistance of the stent to complete the procedure. During the procedure, the physician had positioned 2 coils (unknown) successfully, but when attempted to advance the 3rd coil 638cf0515, the coil stretched during adjustment- placement/repositioning, but the front part was still in the aneurysm and could not be removed. It was noted that the syringe ii (B)(4) was used to detach the syringe and there was no unintentional detachment noted during the procedure. It is unknown if the coil stretched first or was intentionally detached first and then stretched, but based on the available information it appears that the coil stretched after intentional successful detachment during adjustment. After stretching was noted, the little portion of the stretched coil was protruding out of the aneurysm. Finally the physician used a stent to make the coil conform to the wall of aneurysm to complete the procedure. The assistance with stent to fill the coil into aneurysm was not preplanned, but was performed due to coil stretching in during the procedure. The protruded portion of stretched coil was successfully pushed back into the aneurysm with the help of the delivery wire of the stent system and then the stent was used to jail the main part of the stretched coil. The coil did not break or separate into two pieces after stretching noted or during pushing it back into aneurysm or jailing with the support of stent system. The stent was fully deployed and left in the vasculature. The final position of the coil at the end- the part of the coil was in the parent artery with stent jailed and rest of the entire coil was fully in the aneurysm. The doctor did not reposition the mc, he only repositioned the coil. The coil remains implanted. Review of lot 15798493 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The final assembly inspection was reviewed and no anomalies were noted. Based on the available information a definitive conclusion cannot be made regarding the stretching of the coil that led to coil protrusion requiring additional intervention. However, it appears that fixation of the distal end of the coil possibly due to entanglement with previously placed coil during adjustment may have contributed. The instructions for use precautions that if embolic coil repositioning is required in the vasculature take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. With review of the device history records there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Event description:
The patient had an intracranial aneurysm in an unspecified vessel with size 9.8mmn. There was stretching, protrusion into parent vessel, and withdrawal difficulty following coil placement which required assistance of the stent to complete the procedure. During the procedure, the physician had positioned 2 coils (unknown) successfully, but when attempted to advance the 3rd coil 638cf0515, the coil stretched during adjustment- placement/repositioning, but the front part was still in the aneurysm and could not be removed. It was noted that the syringe ii (B)(4) was used to detach the syringe and there was no unintentional detachment noted during the procedure. It is unknown if the coil stretched first or was intentionally detached first and then stretched, but based on the available information it appears that the coil stretched after intentional successful detachment during adjustment. After stretching was noted, the little portion of the stretched coil was protruding out of the aneurysm. Finally the physician assisted with stent to make the coil conform to the wall of aneurysm to complete the procedure. The assistance with stent to fill the coil into aneurysm was not preplanned, but physician had to plan it due to coil stretching in between the procedure. The protruded portion of stretched coil was successfully pushed back into the aneurysm with the help of the delivery wire of the stent system and then the stent was used to jail the main part of the stretched coil. The coil did not break or separate into two pieces after stretching noted or during pushing it back into aneurysm or jailing with the support of stent system. The stent was fully deployed and left in the vasculature. The final position of the coil at the end- the part of the coil was in the parent artery with stent jailed and rest of the entire coil was fully in the aneurysm. The doctor did not repositioned the mc, he only repositioned the coil.